Event description:
Reporter alleged the lancet needle that is apart of the softclix device kit system used in finger-stick blood glucose testing did not retract after use. As a result, customer stated having to finger-stick for the glucose test with the protruding lancet, however, did not provide the location of the alleged incident. As a result, no actions were taken or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent. The softclix lancet kit: catalog # 957.

Manufacturer narrative:
The suspect product is the sofclix lancet.